Event description:
The customer reported via phone call that she had air bubbles as she was filling the reservoir with insulin. Customer's blood glucose was 180 mg/dl. The customer declined to troubleshoot. The customer was advised that we would replaced the reservoir as a courtesy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.